Event description:
A laparoscopic tubal sterilization was being performed with bipolar current. The left fallopian tube tissue was not completely coagulated and the forceps jaws stuck to the tube. Some bleeding began around the tube. Another incision was made and a partial salpingectomy was done. The bipolar device was not taken out of service and evaluated. It has been in continuous use since the event.